Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, exhaustion and flu-like symptoms. It was reported that the blood glucose reading was too high to register on the glucometer. It was reported that the customer may not have been checking her blood glucose levels regularly. The caller stated that the customer had been experiencing high blood glucose levels for about two weeks, and had just seen her doctor three weeks earlier. The caller asked about the glucose meter communication with the insulin pump, and declined further troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.